Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1210 , s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release.

Event description:
On (B)(6) 2017 a patient received an avr with perceval large sutureless valve. In (B)(6) of 2020 dyspnea was identified. On (B)(6) 2021 the patient was identified as having severe aortic stenosis and aortic insufficiency due to degeneration of the prosthesis. The site reported decompensation on (B)(6) 2021, at which time a re-operation was performed via partial sternotomy. No signs of infection or paravalvular leak were identified. Calcification of the aortic wall was identified and removal led to weakened tissue. The perceval was explanted and an edwards magna ease 23 was implanted. The right coronary ostium was damaged during the procedure and reconstructed with a patch. The patient had a history of hypertension, diabetes, and hypercholesterolemia. Postoperatively the patient had acute coronary syndrome and occlusion of the ostia from the rca. Persistent ECG abnormalities and increase cardiac enzymes. A CABG was performed. The patient had rv failure identified and ECMO performed. The patient experienced tachycardia on (B)(6) 2021. The patient had a decreasing heartbeat, and bad oxygenation. CT of the thorax showed a heamothorax, lung embolism and lung infarction. On (B)(6) 2021 the patient passed away. Per follow-up information received it was identified there was no direct association between the perceval valve and the post-operative events. Procedural difficulties were a contributing factor.

Manufacturer narrative:
Corrected device code. The remainder of the information previously submitted remains unchanged.

Manufacturer narrative:
Gross examination revealed the presence of intrinsic and vegetating calcifications in all three leaflets. Tears were identified on two leaflets. The stent and the skirt were covered by fibrous pannus that on the inflow side slightly protruded 2mm into the lumen. The pericardium of all three leaflets was thicker than normal near the posts due to calcifications. Pericardial delaminations were detected in all leaflets. Red thrombus depositions were visible on almost all surfaces. Reddish areas due to coagulated blood entrapment were present on all surfaces. Fibrous pannus depositions were detected on the inflow bellies of two leaflets. All the leaflets were almost stiff due to intrinsic and vegetating calcifications. Scars and/or mesothelial delaminations were visible where intrinsic calcifications became extrinsic. Yellowish areas due to calcifications were detected on both sides of all leaflets. The x-rays analysis performed on the returned prosthesis confirmed the presence of large intrinsic calcifications in all leaflets. Histological analysis (hematoxylin and eosin stain) showed that the collagen bundles were disrupted, homogenated and-or defibrated. Inflammatory cells and red blood cells were also identified. Bacteria were not detected with the gram stain. This perceval s valve was explanted after 4 years due to a reported severe prosthetic stenosis. Leaflets calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. Pannus tissue overgrowth into the inflow lumen also contributed to valve stenosis. Aortic insufficiency likely resulted from leaflets tears and inadequate leaflet coaptation caused by calcification of the leaflets. There was no evidence of endocarditis in the returned valve. As reported in the scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). It is possible that the patient¿s clinical conditions and risk factors (hypertension, hypercholesterolemia and diabetes) may have contributed to the structural valve deterioration observed in this perceval s valve. It should be noted that structural valve deterioration is listed as a possible adverse event in the perceval IFU. The event is, therefore, a known inherent risk of the device.